Event description:
Observed a break/cut in a catheter.

Manufacturer narrative:
The complainant reported that the PICC was inserted on (B)(6) 2024 and removed on (B)(6) 2024 due to a cracked and leaking luer. The line was replaced without any impact on the patient. The incident was reported to avi on (B)(6) 2024, and on (B)(6) 2024, avi determined that the incident was not MDR reportable. The line was returned to avi and evaluated on 15aug2024. During the evaluation, avi identified a break in the catheter wall that was not initially reported by the user. On 05sep2024, avi determined that the break was MDR reportable. The break appeared as a straight, perpendicular cut or incision at the 5.1 cm mark. The shape of the cut, along with the absence of material deformation, suggests that it was likely caused by an external force rather than internal stress or pressure. The investigation indicates that the line was damaged by the securement device at some point during use; however, the exact mechanism causing the cut could not be determined. It was also identified that the securement device used was not the one included in the avi procedure kit. A review of the lot history revealed no nonconformances associated with the production lot.